Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The other healthcare professional reported on behalf of consumer reported that upon initially inserting the contact lens, no abnormalities were noticed. However, within minutes, the consumer began experiencing discomfort that subsequently progressed to pain. The consumer sought care at an ophthalmology clinic, where examination revealed a small piece of hard, translucent, light-blue plastic embedded in the corneal surface, which was removed using a swab and needle. Clinic staff informed the consumer that the plastic fragment appeared to have originated from the contact lens and had caused a corneal erosion requiring medical intervention. The consumer was prescribed with gatifloxacin 0.3 percentage and dexamethasone 0.1 percentage to be administered four times daily for seven days, along with polyethylene glycol 400 0.4 percentage and propylene glycol 0.3 percentage eye drops as needed. At the time of the consumer¿s first follow-up appointment, significant improvement was noted. The outcome of the event at the time of report was reported as resolved. However, the consumer has not yet been cleared to resume wearing contact lenses. No further information can be obtained.